Manufacturer narrative:
The specimen was collected in lithium heparin tube and centrifuged at 3,500 rpm for 10 minutes. Sample handling process and importance of proper tube inversions were reviewed with the customer. A copy of the sample handling packet will be sent to customer for review with staff. Service information not provided. Although pre-analytical factors may have contributed to this event, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result that was generated by the unicel dxl 800 access instrument. A patient sample was tested for accu tnl and a result of 1.05ng/ml was obtained. The result was not reported out of the lab. The customer retested the original sample for accu tnl and the repeated result was 0.58ng/ml. The customer aliquoted the original sample into another tube, re-spun it and then re-tested for accu tnl. The accu tnl result was 0.02ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.